Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for plain old balloon angioplasty. However, during inflation at below the rated burst pressure, the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.